Event description:
It was reported by the scrub nurse that during use on a patient, the balloon burst during a lap nephrectomy. No pieces remained inside the patient. The volume was 10ml to each port of saline. The only consequence to the patient was that the procedure took slightly longer. No patient injury reported.

Manufacturer narrative:
Device history record (DHR) investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore it is not possible to determine the root cause for the defect reported and a corrective action for it. However, manufacturer will continue to monitor and trend relating complaints.